Event description:
As reported: bypass tube would not stay seated in the valve. Kept backing out and bleeding around the tube. Was able to walk the physician through how to insert the device into the valve while holding the bypass tube in place with off hand. Bypass tube kept popping out of the valve and had to be held in place with off hand. Additional information stated that the device met moderate resistance. Had physician hold bypass tube with one finger while advancing the device into the sheath. Procedure was completed with the same device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
One 18f manta closure device, one manta sheath were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all components. The manta closure device unit was observed to be locked into the sheath hub, and the lever exhibited an activated position. No components (collagen, anchor, and radiopaque lock) noted. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. Moderate resistance was experienced advancing the bypass tube through the hemostatic valve of the manta sheath. When the bypass tube met with resistance, no buckling or bending occurred. The physician was not able to get the bypass tube inserted through the hemostatic valve and into the sheath. The bypass tube would not stay seated within the valve and would keep backing out from the hemostatic valve while bleeding continued. The proctor was able to guide the physician on how to insert the manta device into the valve while holding the bypass tube in place with one hand, successfully completing the closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Hold the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub.